Event description:
A customer reported an issue related to incorrect time settings on their device. Their blood glucose levels were not adversely impacted, as they remained within normal range, with no readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the time on the pump and advised them to monitor for any recurrence of a time discrepancy greater than five minutes. The customer acknowledged and understood the guidance provided.